Manufacturer narrative:
Initial trend analysis and production records analyzed for lot 52385 was conducted. Further investigation will be conducted to determine the root cause of complaint.

Event description:
Mhc received a medical device report (mw5108011) from the FDA on (B)(6) 2022 as follows: four vaccines were given to a new employee. Safety report activated on all needles after each injection. When picking up syringe used to give tdap (easy touch fliplock safety syringe - mhc medical products) to place in the sharps container, felt a stick in left palm and saw one drop of blood. Looked at syringe and noted the needle was not aligned with the safety device. It was making a "click" sound even when it was not correctly in the safety feature. It was passing to the right of the safety device while trying to activate the safety feature on the needle. FDA safety report ID # (B)(4).